Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of vascular problems and sterile peritonitis in a (B)(6) male patient coincident with dianeal pd4 unknown bag therapy (lot number not reported). On an unreported date, the patient began treatment with dianeal pd4 unknown bag therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient was hospitalized for an infusion for vascular problems. On that same date, the patient began using hospital stock of dianeal pd4 unknown bag (lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date while hospitalized, the patient experienced abdominal pain "on fill only initially". On (B)(6) 2011, the patient experienced sterile peritonitis manifested by cloudy effluent. The cause of the sterile peritonitis was unknown. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2gm, stat dose and again 5 days later, route not reported) and a five day course of ciprofloxacin (500mg, twice daily, route not reported). On (B)(6) 2011, the event of sterile peritonitis had resolved. On (B)(6) 2011, remedial therapy was discontinued. It was not reported whether dianeal pd4 unknown bag therapy was ongoing or if the event of vascular problems had resolved. The nurse considered the event of vascular problems to be unrelated to dianeal pd4 unknown bag therapy. The nurse did not provide an assessment of causality for the event of sterile peritonitis and the relationship to dianeal pd4 unknown bag therapy.